Manufacturer narrative:
Calcification of implanted valves may occur over a period of time. Calcification that interferes with valve function may require intervention. The device was not returned for evaluation as it remained implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a (B)(6) patient with a valve model 6900p29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of five (5) years and 4 (four) months due to calcification leading to stenosis (mean gradient of 16mmhg). The patient presented with short of breath with nyha class IV heart failure. An edwards transcatheter valve was implanted within the surgical edwards valve via the transfemoral vein. A concomitant transcatheter aortic valve replacement was performed and a non edwards valve was implanted. The patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including rheumatic heart disease, diabetes mellitus, and chronic kidney disease.